Event description:
It was reported that the device showed elective replacement indicator (eri) earlier than expected. It was also reported that there was unstable voltage behavior. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and analyzed. The battery depletion indicated elective replacement indicator (eri). The device reached eri due to low voltage on (B)(6) 2012. Ramware version 8 was installed on (B)(6) 2010. (B)(4) - the device was returned and analyzed. The actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and analyzed. The battery depletion indicated elective replacement indicator (eri). The device reached eri due to low voltage on (B)(6) 2012. Ramware version 8 was installed on (B)(6) 2010. (B)(4) - the device was returned and analyzed. The device analysis was inconclusive - incomplete. The eri is the result of battery depletion. The exact cause of not meeting the lower 99.9% longevity is unknown.